Event description:
Healthcare provider verbally reported on (B) (6) 2010: protime reported "high". The hospital lab reported inr = 22.9 and pt = 174.6 seconds. Pt did not die of coumadin toxicity. Healthcare provider reported: results lower than laboratory values ((B) (6) 2010) and issues with the instrument (battery and errors) on (B) (6) 2010.

Manufacturer narrative:
(B) (4). The info does not indicate the device caused or contributed to the purported death. Healthcare provider is not responsive to multiple inquires by MFR. MFR awaiting pt and product info for further eval of the report.